Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Pump passed the dat test at 0.08785 inches. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained address/serial number label and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not delivering insulin. Customer cannot recall their blood glucose reading. The incident occurred after changing the set. Troubleshoot was performed. Customer did not receive any insulin during night even thou customer attempted to delivery several bolus doses. Customer stated that the insulin pump did have any insulin. Furthermore, insulin pump delivered 4-5 units. After 1-2 units in customer felt pump was vibrating. Insulin pump will be returning for analysis.